Manufacturer narrative:
Author: james roy mbbs, fracp1* / con manganas mbbs, ms, fracs2 / george youssef mbbs, fracp1 / david rees mbbs, fracp, phd1 journal: wiley journal of cardiac surgery issue: j card surg 2016; 31: 686¿688 article title: aortic valve laceration following coronary angiography and percutaneous coronary intervention reference: doi 10.1111/jocs.12846.

Event description:
It was reported in the literature article that the patient had significant single vessel disease with a 90% stenosis of the proximal left anterior descending artery. A 7-french ebu 3.5 guide catheter was used to engage the origin of the left main coronary artery. A single interventional wire was passed across the lesion in the proximal segment of the left anterior descending artery and a 3.5 × 28mm resolute integrity drug-eluting stent was deployed successfully. The patient was well immediately after the percutaneous coronary intervention; however, clinical examination revealed a new decrescendo diastolic murmur, in the absence of any signs of infection and left ventricular failure. Echocardiogram was performed which demonstrated new, severe aortic regurgitation with two eccentric jets. The 3d reconstruction of the aortic valve suggested that a laceration of the non-coronary cusp (ncc) was the probable mechanism underlying the aortic regurgitation. The patient proceeded to have an aortic valve replacement using a non-mdt mechanical valve. On inspection, a laceration in the ncc of the aortic valve was noted, with failure of coaptation of the ncc and the left coronary cusp. The valve could not be repaired due to the size of the laceration. The valve could not be repaired due to the size of the laceration. Pathology of the valve showed no evidence of myxomatous changes, no fenestrations, and no other abnormalities that would make it more prone to be injured. The operation and immediate postoperative period were uneventful. A postoperative tte was obtained and demonstrated a well-seated mechanical aortic valve with trivial aortic regurgitation. The laceration was most likely caused by trauma to the aortic valve by the 0.035¿ wire, or the extra-support guide catheter used (7-french ebu 3.5 guide catheter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical officer review: this laceration of the aortic valve has nothing to do with resolute integrity stent, and highly unlikely related to the 7-french ebu 3.5 guide catheter chosen. If this was a traumatic injury, the 0.035in guide wire would be strongly suspected as the cause, plus operator misfortune. An exceedingly rare complication. If information is provided in the future, a supplemental report will be issued.